Event description:
Patient's original surgery on (B)(6) 2019 failed and patient returned to or (operating room) for revision of "failed acetabular component" on (B)(6) 2021. Following this patient had a spontaneous peri-prosthetic femur fracture and returned to or (operating room) on (B)(6) 2024 for further revision. Patient is otherwise healthy, active as a merchant marine. He has suffered for years since the initial surgery and his surgeon has requested to file this report along with another. Both patient's had the same implant type/manufacturer. Reference report: mw5154784.